Manufacturer narrative:
No button error alarm or unexpected battery out limit alarm was noted. The insulin pump had no button response due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. The insulin pump had moisture damage on the liquid crystal display circuit board.

Event description:
Customer reports to have received a battery out limit alarm. Customer also experienced button anomaly as buttons did not respond. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.